Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When removing from the package, the needle broke at the swage. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A visual inspection was performed on one loose needle returned for this evaluation. The needle had indents in the body but was found not to be broken